Manufacturer narrative:
Hologic technical support (ts) reviewed logs and found no issues with kinetics, reagent preparation, or hardware. Ts confirmed the initial positive result would be valid per pi and reminded customer this was a qualitative assay. Ts informed customer of possible causes for discrepant results, and customer understood. No further issues reported. Hologic and FDA met on (B)(6) 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (B)(4) aptima sars-cov-2 (B)(4) and aptima sars-cov-2/flu (B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from (B)(6) 2020 to present.

Event description:
Customer reported one sars-cov-2 tma run, wl (B)(4) using assay lot 279994 on panther instrument sn (B)(4) which had two discrepant samples. Initially the samples tested positive, but new aliquots of the samples were negative when retested. Customer noted that due to a previously contested result, they began retesting any positive sample with less than 1000 rlus. The information provided by the customer was insufficient to characterize any sample as a confirmed false result. There was no indication of results beings reported to patients.